Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that when the probe starting cutting, the port did not open and a cutting failure occurred. Replacing the probe with another probe did not resolve the issue. The issue was resolved when they replaced the vitrectomy pak with another vitrectomy pak. The procedure was completed and there was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Four probes were returned in total. The initial two probes were deemed nonconforming as the cutters were stuck in the ports. In addition, actuation and cut testing were performed and both probes were deemed nonconforming. Upon visual inspection of all four returned probes, it was determined that the adhesive from the manufacturing process was occluding a drive line on the probes, preventing actuation of the cutter to occur. The device history records (DHR) showed the products were released per specifications the root cause of the customer's complaint was the occluded drive line which was related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).